Event description:
"Overheats" was given as the reason for repair. On follow up with the customer, it was reported that the motor was too hot to hold and another motor was required to finish the case.